Manufacturer narrative:
Reference manufacturer report number: (B)(4). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported invalid test results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient 2 of 2. The customer reported an invalid result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. The nasal swab was used to swab both nostrils. Repeat testing was performed and generated an invalid test result. Confirmation testing was not performed. The customer reported the patient experienced a cancellation of a pulmonary function test (pft) due to the invalid test results. This complaint is considered to be reportable due to the invalid result causing or contributing to a serious injury and by recommendation of medical affairs out of an abundance of caution.